Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon could not move the monopolar curved scissors instrument wrists properly while the surgeon's head was in the 3d viewer. The movements of the instrument were scale-appropriate but diminished and not in the intended direction. There were no delays/lag during movements. No friction or any collisions during the procedure. When the or team de-install the instrument from the arm, and removed the tip cover, the first assistant observed and noticed that the cords were broken. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instruments were moving in the opposite direction than intended and the instrument did not have a smooth or continuous movement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
The monopolar curved scissors (mcs) was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. Root cause of broken instrument distal grip cables are attributed to damage to the cable through extern collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.